Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
The stm that encountered the issue replaced the scroll compressor. Complete pm with full calibration. Unit past all functional and safety test per factory specifications. Return to customer and clear for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit motor temperature is high. There was no patient involvement reported.